Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of orthopaedic surgery and traumatology, zuyderland medical centre, sittard-geleen and heerlen, the netherlands¿. The article can be found at http://www.actaorthopaedica.be/archive/volume-86/issue-4/original-studies/comparable-clinical-and-radiographical-outcomes-between-second-and-third-generation-of-gamma-nails/. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery and traumatology, zuyderland medical centre, sittard-geleen and heerlen, the netherlands. ¿. The title of this report is ¿comparable clinical and radiographical outcomes between second and third generation of gamma nails ¿, published on december 01, 2020, and can be found at http://www.actaorthopaedica.be/archive/volume-86/issue-4/original-studies/comparable-clinical-and-radiographical-outcomes-between-second-and-third-generation-of-gamma-nails/. The report is associated with the stryker ¿trochanteric gamma and gamma 3 nailing systems¿ and includes an analysis of the clinical data that was collected on 291 patients. The cases in this study range from january 2005 to july 2012. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information, however the article alleges that 1 patient experienced lag screw medialization with a gamma 3 short nail.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery and traumatology, zuyderland medical centre, sittard-geleen and heerlen, the netherlands. ¿. The title of this report is ¿comparable clinical and radiographical outcomes between second and third generation of gamma nails ¿, published on december 01, 2020, and can be found at http://www.actaorthopaedica.be/archive/volume-86/issue-4/original-studies/comparable-clinical-and-radiographical-outcomes-between-second-and-third-generation-of-gamma-nails/. The report is associated with the stryker ¿trochanteric gamma and gamma 3 nailing systems¿ and includes an analysis of the clinical data that was collected on 291 patients. The cases in this study range from january 2005 to july 2012. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information, however the article alleges that 1 patient experienced lag screw medialization with a gamma 3 short nail.

Manufacturer narrative:
Correction - h6 (device code, results code, conclusion code). This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of lag screw medialization could be confirmed, from the available radiographs in the literature. Based on the available x-ray a formal medical opinion was sought in which it seems that the existing x-ray is not enough to give a decent statement, whether this positioning of the lag screw/nail construct has been well. The lag screw looks fine but could be eccentric in the lateral view. If that would be the case the resistance against cut out could be reduced significantly. The other finding is, that the head-neck fragment looks rotated to the shaft fragment in the postoperative x-ray. Comparing the cortex medially and laterally there is a significant gap. The reason behind the alleged failure is a poor reposition of the fracture with the appearance of higher shear forces which may have contributed to the cut-out. From the medical opinion the primary root cause can be attributed to as user related issue and the secondary root cause can be determined as patient related factor with poor bone quality. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.